Event description:
Drive medical has received a complaint from our customer about an incident involving a transport chair allegedly imported and distributed by drive medical. It was reported that the patient engaged the wheel locks and attempted to stand up and the chair rolled out from behind her causing her to fall backwards and allegedly fractured her elbow and hip. According to the reporter, upon examining the device, the rear casters had worn down to a point where the brakes would not longer be engaged. This MDR report is based on the customer complaint.